Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
This follow up report is to add information that was not included in the initial report: 1. Adding UDI # (B)(4). 2. Adding g1 phone number. Reporting contact us phone number 1(717)845-7511. 3. Checking the foreign box in g2 report source. This is to correct errors that were made in the initial submission: correcting manufacturer narrative from: "therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend." To the correct narrative: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Correcting describe event or problem from: "implant loss". (B)(6) 2023.hypothyroidism / hypertension. To the correct statement: it was reported that a patient experienced a dental implant loss. This is a follow up report to correct these errors.

Manufacturer narrative:
¿Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.¿

Event description:
"Implant loss", 2023-03-07 pw hypothyroidism / hypertension.